Manufacturer narrative:
Mml#: (B)(4).

Event description:
It was reported that the patient experienced pain/discomfort around the implantable pulse generator (ipg) pocket site. There was no report of patient harm or injury. The patient underwent a surgical procedure in which the doctor revised the pocket depth and placed it deeper. There was no device-related issue. The procedure was successful without complications. Following the ipg revision/repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional. The device manufacturing record was reviewed. No relevant nonconformance's were found.